Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the light guide lens adhesive was discolored, the inside of the light guide lens had dust / signs of corrosion, and the forceps elevator had leakage. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found the following: the grip had a scratch, the forceps channel port had a dent, the switch box had a scratch, the sheet holder uniut had corrosion due to water leakage, the charged coupled device unit (ccd) was in a position where the ccd cable had limited length for repair, water tightness was lost due to a pinhole on the bending section cover, the distal end had discoloration, the connecting tube had a wrinkle, parts needed to be replaced due to annual inspection, the adhesive around the objective lens had a crack, water tightness of the forceps elevator was lost, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material at the lg (light guide) lens was not removed because reprocessing could not be conducted properly due to leakage from bending section cover and forceps elevator. The foreign material was unable to be identified. Based on the results of the investigation, it is likely that the foreign material in lg-lens remained due to the lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc; as a result, humidity invaded lg-lens which led to corrosion. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.